Event description:
Sv900c ventilator failed to alarm during procedure. When respiratory tech checked the ventilator he noticed the bacteria filter green tubing was disconnected from metal coupling nipple. This tubing with bacteria filter will be sent for further evaluation.